Event description:
It was reported that a patient underwent a vaginal delivery on (B)(6) 2013 and suture was used. The needle broke when suturing the perineal muscle. The surgeon attempted to locate needle by touch and echography but was unable to find it.

Manufacturer narrative:
(B)(4). Conclusion; the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
This medwatch is being voided as it is a duplicate of medwatch report # 2210968-2013-15207. Please see medwatch report # 2210968-2013-15207 for all information regarding this event.